Manufacturer narrative:
Device not returned.

Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that the pump intermittently did not deliver insulin. Customer reverted to an alternate pump for insulin therapy and troubleshooting was unable to be performed, thus the allegation could not be confirmed. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. A manual insulin injection was used to address bg.